Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button was sticky and hard to press. Customer¿s blood glucose level was unknown. Customer reported that there was dent on the insulin pump and screen had haziness. Customer reported dim back light and rejected new battery by insulin pump. Customer reported that the insulin pump had dent where reservoir goes in. Insulin pump was slower during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify rewind, failed battery alarm, back light anomaly, no delivery alarm or occlusion and unresponsive button due to blank display. Moisture damage keypad traces during visual inspection. Device received with cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.(B)(4).